Event description:
The customer observed falsely elevated lithium results for 2 patients while using the architect c8000 analyzer. Sample ID (B)(6): ((B)(6) 2014) initial 0.39, retest 1.61 mmol/l. Sample ID (B)(6): ((B)(6) 2014): initial: 2.123, retest 2.089 mmol/l. This specimen was rerun again generating the following results: 0.852, 0.862, 0.859, 0.869, 0.865, 0.865 mmol/l. The results were not reported from the laboratory. There was no impact to patient management reported.

Manufacturer narrative:
(B)(6). (B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, abbott field service evaluation, a search for similar complaints, and a review of labeling. An abbott field service engineer (fse) completed troubleshooting of the instrument. This involved a part replacement per normal troubleshooting procedures, which resolved the issue. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency and no malfunction of the architect c8000 analyzer, ln 01g06 was identified.